Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the door failed to closed and found a damaged door switch. Analysis replaced the switch and verified the system functioned as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside o4 a procedure. It was reported that when the gantry was closed the software stated door open. No patient was present.